Manufacturer narrative:
The device was received on 3/16/2015. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. It was reported that a floating filament was found in a 500ml container that was compounded and filled in the pharmacy with 2000mg of ceftriaxone in 50ml of dextrose 5%. After approximately 2 days of filament was noted inside the solution container. The customer contact reported the filament was retrieved from the solution container and was examined under a microscope. It was reported that the filament was a shard of opaque plastic. The compounded container was used on a reported 5 pediatric patients. It was reported that the patient received a dose of 1400mg from the solution container. The patient was still in the hosp when the particulate was found in the solution container. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.